Manufacturer narrative:
(B)(4).

Event description:
This was a left-sided lead extraction to remove 4 non-functional cardiac leads. Two of the leads were removed using llds and a 16f glidelight laser sheath (mdt 5038 and mdt 5076). The other two leads (intermedics 430-10 and unknown sjm lead) were not able to be prepped as the inner lumen of the leads had disintegrated. The physician elected to abandon the extraction of those leads. After removal of the medtronic leads and upon withdrawal of the glidelight from the patient, bleeding was noted from the pocket. An injury in the distal subclavian was found and treated with a balloon (pressure held on balloon at site of injury for approximately an hour). The patient was discharged following recovery.